Manufacturer narrative:
Post market vigilance (pmv) received one device. The event report alleges the product was used in a surgical procedure. The visual inspection noted; the trocar balloon, lock collar, insufflation port and valve seal all appeared intact. The obturator and dissector balloon were not received. Pmv performed functional testing; the balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic inguinal totally extra peritoneal procedure, the valve seal was damaged. Co2 was leaking passed the seal of the trocar preventing full insufflation of the space. Another device was opened to complete the case. No patient injury was reported. The device is expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.